Event description:
Patient presented with post-op complications after acl reconstruction in 2007. The pt stated that 6 weeks after surgery, she started physical therapy and her knee still felt loose and wobbly. About 2 months ago, she developed a cyst which was very painful and tender to touch. The pt indicated that she thinks additional surgery is scheduled, but it has not been confirmed.

Manufacturer narrative:
Product recall initiated on 08/21/2007.